Manufacturer narrative:
The philips service engineer (pse) confirmed that the device would not power on. The pse reconnected the circuit board (power management board) to resolve the reported issue.

Event description:
The customer reported that the unit cannot boot up. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.